Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a procedure to treat an acute myocardial infarction. Reportedly, after deployment of the knot, hemostasis was not achieved. The physician thought that the proglide lacerated the artery. Using a contralateral approach, an occlusion balloon was advanced to the right common femoral artery and then a stent was placed to achieve hemostasis. Due to blood loss, the patient was given a blood transfusion. The patient is reported as stable. Per the physician, the device issue contributed to the patient's extended hospitalization. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information, no product deficiency was identified.